Event description:
Co affiliate is reporting that a pt had re surgery 14 months post op to the original knee repair for removal of the broken fixation device. The original repair was successful, however the pt was experiencing pain due to the broken fragments in the joint space. This procedure was completed successfully without further incident or harm to the pt.

Event description:
Co's affiliate is reporting that a pt had re surgery 14 months post op to the original knee repair for removal of the broken fixation device. The original repair was successful, however the pt was experiencing pain due to the broken fragments in the joint space. This procedure was completed successfully without further incident or harm to the pt.